Event description:
It was reported that during a da vinci s mitral valve repair procedure, the site experienced system error #23008 when moving the camera. The site decided to continue with the procedure; however, with the assistance of an isi clinical sales representative (csr), a call was placed to an isi technical support engineer for assistance to recycle power to the system. At that time, the site advised that they had pushed back the camera arm and a member of the surgical staff was physically holding the endoscope and camera head assembly. The site was unable to continue with the procedure. The patient was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineer confirmed the occurrence of system error code 23008. System error code #23017 was also found in the system error logs. Engineering concluded that system error codes #23008 and #23017 were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. System error code #23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal simulation of the motor. Upon determining these conditions, the safety systems put da vinci s in a "nonrecoverable safe state." The ecm was returned to isi for evaluation. Engineering confirmed the customer reported problem and found the ecm faulted immediately. The axis 4 assembly motor and potentiometers were replaced. As of september 17, 2009, there have been no reported recurrences of the issue at this hospital.